Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo of one device. The photo depicts a clip not properly loaded into the jaws. A definitive root cause could not be determined with the photo received. Without the physical product, a definitive root cause could not be identified with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of the vessel in a laparoscopic right hemicolectomy, they pre-fired the clip but it was standby. They were able to use a new suture with the same product without issue and complete the case. They noted that they converted the procedure to an open surgery, but it was unrelated to the device problem. No patient harm.